Manufacturer narrative:
One used 10 cc contamination sheath syringe was returned for investigation. The reported complaint of a cracked syringe tip was confirmed. Two images were provided by the customer showing the syringe and the tip of the syringe. The returned sample matches the configuration of the syringe. However, the tip of the syringe has some plastic deformation. The plastic deformation would lead to air bubbles or a leak. The device history records (dhrs) for the lot number and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The customer reported that there was patient involvement and that the broken tubing was noticed during infusion. There was no leaking; however it was identified that air was being pulled into setup.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Although the device is expected for evaluation, it has not yet been received.

Event description:
The event involved a 10 cc contamination sheath syringe where the syringe tip cracked inside the transducer stand and the syringe then pulled back air. There was no adverse event and no report of human harm.